Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2015. Upon device receipt the returned pad-pak was found to be depleted beyond any use and the status indicator was observed to be flashing red alongside a failure chirp. The investigation revealed the failure of mosfet q31, which is a critical component on the on/off switching circuitry. The failure had caused the component to remain constantly switched on, therefore the +18v line was constantly powered with a pad-pak installed. This had resulted in the device switching on automatically upon insertion of a pad-pak, and subsequently powering up after each shutdown attempt. This led to multiple 10-minute timeouts in the history log and the depletion of the returned pad-pak. The user would have been alerted with a ¿warning low battery, device service required¿ prompt and a flashing red status led as per the reported fault. After replacing q31, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. During this time the device did not switch on or display any faults, and the pad-pak did not deplete. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine 500p.

Event description:
AED beeping sound even after changing to new pad-pak. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
AED beeping sound even after changing to new pad-pak. There was no patient involved in this event.